Manufacturer narrative:
The complaint device will be returned for evaluation. The tricuspid introducer sheath set (B)(4) is not sold or marketed in the us; however it is deemed similar to the [ascendra 3 introducer sheath].

Event description:
As reported by the (B)(6) affiliate, during preparation of the introducer sheath set, the dilator was unable to pass through the sheath body. After several attempts and a bent dilator, the dilator was passed through dislodging a seal through the distal tip of the sheath. A new sheath was prepared and used for the procedure. There was no injury to the patient.

Manufacturer narrative:
The tricuspid introducer sheath set was returned to edwards lifesciences for evaluation. During visual inspection, the following was observed: ¿ the valve, disk large body is missing (not visible through the housing). This is consistent with the complaint as reported. ¿ introducer tip looked bent. This is consistent with the complaint as reported. (Note that the engineer that performed the device prep stated that attempts were made to manually straighten the introducer tip in the clinic during attempts to insert into sheath, prior to device return.) While the device was returned it was unable to undergo functional testing due to its condition. Three sample devices were tested under worst case conditions (without flushing/wetting of components). The introducers were able to be inserted and extracted repeatedly without issue. Both coaxial and non-coaxial alignment was employed. No manufacturing defects were identified due to the condition of the returned device. The reported complaint was able to be confirmed, but no manufacturing non-conformities were found in the returned sample. Because the dislodged component was not returned for evaluation, engineering was not able to confirm that there was not a defect in the seal component in question. The evaluation performed did not reveal any indication that a manufacturing non-conformance contributed to the complaint. While a root cause cannot be determined at this time, component dislodgement may be attributed to continued attempts at placing the introducer through the sheath after it was noted that insertion was difficult and that the introducer tip was damaged. This device is in early pre-market use: although complaint data from clinical trials is monitored, the volume of data is not sufficient at this time to produce adequate complaint trend charts and establish control limits. Therefore, no corrective or preventative action is required.